Event description:
Brush head keeps coming loose in mouth - oral-b [device breakage]. Brush head is merely loosely attached to the electric toothbrush - oral-b [device connection issue]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush head kept coming loose in his mouth while he brushed with his oral-b toothbrush. The oral-b toothbrush head was loosely attached to the oral-b electric toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head keeps coming loose in mouth - oral-b [device breakage]. Brush head is merely loosely attached to the electric toothbrush - oral-b [device connection issue]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush head kept coming loose in his mouth while he brushed with his oral-b toothbrush. The oral-b toothbrush head was loosely attached to the oral-b electric toothbrush. No injury was reported. 19-apr-2023 case update: the suspect product lot was r63131113. No injury was reported. 03-may-2023 case update from information initially received on 19-apr-2023: the suspect product was oral-b power rechargeable toothbrush handle 3709. No injury was reported.

Manufacturer narrative:
31-may-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.